Event description:
Customer's husband reported that his wife was admitted to the hosp after being found lying on the floor. They think a car hit her. Customer's husband stated that a customer was with low blood glucose.